Manufacturer narrative:
D10: concomitant devices: 5226797 02-022-45-4050 - truliant tib fit tray cem sz 4f / 5t. 6605625 204-70-00 - tibial stem ext. Screw. 6671535 200-02-35 - three peg patella 35mm. 6712333 02-020-11-0340 - truliant ps cem fem ps cem right sz 4. 6749692 204-34-04 - fluted stem extension 40l x 14 mm. The device was not returned for evaluation and no photographs or x-rays were provided for review; therefore the reported event cannot be confirmed through analysis. No operative notes were provided; therefore, a review of device usage and technique could not be performed. No information concerning patient conditions, co-morbidities, or other health or anatomical concerns was provided and it is therefore unknown if patient-related factors may have caused or contributed to the reported event. The cause of the reported event cannot be determined based on the information made available. Should additional, relevant information become available, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 39 months after a right total knee replacement procedure, the patient has experienced prosthesis wear, severe pain, difficulties with mobility, limited physical activity and discomfort. No further issues or complications were reported. No additional information is available.